Event description:
As reported, on (B)(6) 2019 a patient of unknown age, weight, or gender arrived at the physicians office with a broken femoral stem. Patient was revised to a competitors product. Patient was last known to be in stable condition following the event. Hospital discarded device. Initial implant date and initial surgeon is unknown. Catalog number and serial numbers are unknown.

Manufacturer narrative:
The evaluation noted the revision reported in (B)(4) was likely the result of fracture of the neck segment. This failure likely occurred by fatigue crack propagation. However, this cannot be confirmed as the explants were not available for evaluation and no other information was provided. Date of event changed from (B)(6) 2019 to (B)(6) 2019. Awareness date on initial submission should have been 22-april-2019 not 24-april-2019.

Event description:
Acumatch m-series femoral stem revision - reason not reported. No further information provided.